Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedance greater than 2500 ohms, and loss of capture. The device was reprogrammed to vvi, and turned atrial sensing and pacing configuration from bipolar to unipolar due to a reported increase in ra pacing impedance. The patient is scheduled for a follow up appointment in the near future. It was noted, that an x-ray done in (B)(6) 2019, revealed no lead dislodgements or defects at that time. The lead remains implanted. No adverse patient effects were reported. Additional information was received the patient was seen in clinic for a follow up appointment. X-ray images confirmed a right atrial (ra) lead fracture. At this time the physician is going to monitor this patient closely , do additional testing to determine if the patient still requires atrial pacing, and recheck the patient in 6 months. This lead remains implanted. No adverse patient effects were reported.